Manufacturer narrative:
D.4 unique identifier (UDI) # revised as previously was entered incorrectly on the initial submission of manufacturer device report number 1220648-2024-13301.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: troubleshooting the purge system, "unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen." Section: warnings & cautions: warnings: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Event description:
The us complainant had ongoing bipella support with an impella rp flex and impella cp/escalation to the impella 5.5. The impella rp flex stopped on the day of implant when the patient was coughing. The medical team was able to restart the pump and support continued. The patient remained on for support while awaiting extracorporeal membrane oxygenation and impella 5.5 decannulation/explant.